Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a venous embolization of the ovarian vein on a (B)(6) year old female patient, the physician attempted to position the retracta coil in the right internal iliac vein by performing a normal counterclockwise rotation to detach the coil. All of a sudden, the physician noticed that some part of the delivery system was inside the patient. The position of the "extra" part was still inside the iliac vein, and the physician accepted the position. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). *****investigation***** a review of the complaint history, instructions for use (IFU), manufacturing instructions (mi), quality control (qc) and a visual inspections of the complaint device was conducted for the purpose of this investigation. The customer returned one used and separated delivery wire. The returned delivery wire was examined. The distal coil of the delivery wire was not present. The proximal coil remaining was measured and about 3 cm of the proximal coil was present indicating the approximately 2 cm was separated. It is likely that the separated portion of the proximal coil and the distal coil are the "part of the delivery system" that the physician described. In consultation with development engineering, both coils of the delivery wire are inconel and would be mr conditional as the implanted coil is. Instructions are in place to verify the solders are secured and assure that the distal tip passes through the appropriate size gauge to gauge solders. The product is shipped with IFU which provides the warnings, precautions, and instructions for use. The IFU states to "turn the delivery wire counterclockwise 8-10 times, until coil detachment can either be felt or visualized under fluoroscopy. It is recommended that the junction remain just inside the tip of the catheter." The IFU also states "in general, the first coil selected should have a diameter that is 20% larger, or 2 mm oversized, than the vessel that is being occluded." As part of cook incorporated¿s quality system procedures, each complaint is investigated and as part of the investigation, risk is assessed, based on severity, detect-ability and occurrence. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
During a venous embolization of the ovarian vein on a (B)(6) year old female patient, the physician attempted to position the retracta coil in the right internal iliac vein by performing a normal counterclockwise rotation to detach the coil. All of a sudden, the physician noticed that some part of the delivery system was inside the patient. The position of the "extra" part was still inside the iliac vein, and the physician accepted the position. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.